Event description:
The customer contact reported the device alarmed with a 09/001/045 (backward motor movement) service alarm code. The device was returned to the biomedical department from the patient's home with a report that the device alarmed with a 09/001/045 service alarm code during an unspecified delivery. No information was provided; therefore, specific patient information, device programming, or event details were not available. It was reported a replacement device was available for the patient. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device has been received. Investigation is not complete. The device history was downloaded at the service center. The customer contact did not provide an event date; therefore, the most recent programming was reviewed. The device was programmed on (B)(6) 2014 at 1329 in the continuous only delivery in ml mode, with a set rate of 2.4 ml/hr, a 245 ml volume to be infused (vtbi), no kvo rate was selected, and a container size of 245 ml, the air sensitivity was set to off, the keypad was locked and the device was powered off. Between 1404 and 1405, the device was powered on and off. At 1734, the device was powered on a priming volume of 0.6 ml is indicated, a start alarm occurred and the delivery was started. At 2144, a distal occlusion alarm occurred and was silenced twice. A new date of (B)(6) 2014 occurred. At 1813, a 09/001/045 service alarm code occurred. This report represents all the information known by the reporter upon query by hospira personnel.